Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer was able to be contacted and reported that due to the reported issue, they became hypoglycemic and required treatment of glucagon injection by partner. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer was able to be contacted and reported that due to the reported issue, they became hypoglycemic and required treatment of glucagon injection by partner. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and corrosion was observed. An extended investigation was also conducted. Performed a visual inspection on the returned puck, and observed corrosion due to liquid ingress. The battery was measured, and the results were within specification. This issue is confirmed due to a brownout reset condition with corrosion observed due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.